Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, the cartridge leaked. Reportedly, tandem technical support instructed the customer to load a new cartridge to resolve the issue. Customer acknowledged and declined additional troubleshooting. Customer¿s blood glucose level was 145mg/dl.